Event description:
It was reported that during an elevate anterior procedure, the "patient had a cystotomy during the initial dissection". "The proximal arms of the device were placed before the cystotomy was recognized. We removed the arms and no mesh was used, the physician continued the case application". According to the physician, the patient was doing well the next morning and went home with a foley catheter. No further patient complications were reported in relation with this event.